Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. A mitraclip xtw was prepared per the instructions for use (IFU) and was inserted into the steerable guide catheter (sgc). However, after the clip delivery system (cds) was inserted into the sgc, the three-way stopcock detached off the sleeve flush port at the steerable sleeve (ss) handle, causing the device to leak. Therefore, the cds was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the returned device to analyze, a cause for the reported separation of the stopcock from the flush port could not be conclusively determined. It is possible that the stopcock was not properly attached to the flush port. However, this cannot be confirmed. The reported leak is a cascading event of the material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.